Event description:
The customer reported to medtronic that a patient developed dlk (diffuse lamellar keratitis) after the doctor used the keraspear. The customer is not sure which lot number was used in the procedure. The source of the dlk is uncertain, and the customer was inquired if there have been other reports. The lasik procedure occurred in 2009. The patient is fine. The customer indicated that they are not sure if the event is related to the spears, and that it could have been anything (air quality, air flow, tool handle, and glove).

Manufacturer narrative:
An evaluation of the device performance was not possible as no sample was returned for analysis. The customer's purchase history indicated that they received three different lots. Evaluation of devices from the three lots was not possible as all units have distributed. The device history records were reviewed and no anomalies were indicated. The cause is unknown. Medical knowledge of dlk indicates that it was an enigmatic problem when it was first discovered, and is still not completely understood. It is known that dlk tends to occur in "runs" of several patients in a row, and that there are several possible causes or that multiple conditions must exist for dlk to occur.